Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) female patient contacted zoll customer support to report that the patient had reddened areas opening up under the electrodes. Further information revealed that the patient was bleeding under one of the electrodes and an open sore underneath the front electrode. The patient received a healing ointment from a doctor's office. There was no follow-up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.